Event description:
It was reported catheter flushed with saline before giving treatment. Leakage from insertion site. Catheter removed, and a hole is discovered 3 cm in. The patient wasn't harmed and no medical/surgical intervention was required. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the exact cause was unknown. The product returned for evaluation was one 4 fr single lumen powerpicc catheter. An initial visual observation showed use residue on the returned sample and a hard, clear substance on and around the molded joint of the catheter. A microscopic observation revealed multiple longitudinal splits and superficial cracks in the catheter tubing proximal to the suture wing. The edges of the splits and cracks were observed to be rough and uneven, and the surfaces of the splits were observed to be somewhat jagged and granular in texture. The catheter surface was observed to be dull in luster in the area around the damage. The localized damage, the surface staining features of the catheter material, and the shape and number of longitudinal splits suggest the returned catheter was subjected to some degree of chemical degradation, but the orientation and condition of the split fracture edges were abnormal and not consistent with a specific failure type and it was ultimately unknown to what degree the potential chemical degradation may have contributed to the event. Consequently, the exact cause was unknown. This complaint will be recorded for future trending and monitoring purposes.